Event description:
It was reported that an ileus operation was performed in emergency open surgery. The intestine was grasped with this product, but the staples were not deployed, so the main body was replaced. When a new ntlc75 was used, it could be fired, the resection and anastomosis were performed as it is. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #631d61. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 1 driver up with 2 protruding staples and the remaining drivers down with staples present and the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, however, one staple was malformed on the distal end. No conclusion could be reached on what caused the malformed staple. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 631d61, and no non-conformances were identified.